Event description:
The customer alleged that the device only alerted while on a patient. There was no patient harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device, verified alerts in the error log for 12/09/2002 and 12/10/2002, but also noticed a device inoperative error code on 12/10/2002. Mutiple phone messages were left with the customer to determine the sequence of events, however, the customer did not call back. Due to the event date being unknown, this issue is considered reportable. The cse replaced the bd cpu. The device then passed extended self testing. It is not verified that the device became inoperative while on a patient.